Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician with supplemental information from a consumer from (B)(6) of bacterial peritonitis in a patient coincident with dianeal therapy for end stage renal disease (esrd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced cloudy effluent for the first time and went to see the physician. On the same day, the patient was hospitalized. On (B)(6) 2012, the patient began receiving antibiotic therapy (specific antibiotic was not reported). On an unreported date, antibiotic therapy was stopped. On an unreported date, while at home the patient experienced cloudy effluent. On an unknown date the patient received antibiotic treatment with lendacin (ceftriaxone), (2g, daily, ip) and cifran (ciprofloxacin), (500mg, daily, orally) for the bacterial peritonitis. After treatment the patient again experienced cloudy effluent without any other clinical symptoms. Based on the patient's description, he had been experiencing cloudy effluent after every 3rd or 4th dialysis. On (B)(6) 2012, the first antibiotic therapy with lendacin and cifran was stopped. On (B)(6) 2012 antibiotic therapy with lendacin was restarted. It was not reported if antibiotic therapy continued. On an unknown date, the patient was discharged from the hospital. The reporter stated that sometimes the patient's effluents were clear but sometimes these were cloudy. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.